Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the atrial fibrillation procedure, the patient suffered a stroke. The procedure was completed with no issues. One hour after waking up, the patient experienced hemiplegia, and a computerized tomography scan showed a cerebral thrombus. A thrombosuction was performed, and a small piece of plastic was aspirated with the thrombus. The plastic piece was believed to have originated from the agilis introducer. The patient had a small brain bleed following the thrombosuction and was not yet stable. They still exhibited disordered vision and speech three days following the event.

Manufacturer narrative:
The reported event of ¿stroke post atrial fibrillation ablation due to a small piece of plastique in the brain¿ could not be confirmed. The results of the investigation concluded that a ring of blackish foreign material was returned. However, fourier transform infrared spectroscopy testing identified the returned substance as a biological material that appeared charred or burned. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. How or when the biological material appearance occurred remains unknown. The reported device does not supply rf energy and could not have caused charring or burning of biological material.